Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported while dissecting around the lead the plasmablade device tip sparked causing a cut in the insulation. The lead was discarded and there were no other interventions needed. There was no injury to the patient reported.